Event description:
Boston scientific (formerly guidant) received info that this pt received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. Five years post implant the pt experienced pain on his right side, a clot was identified with aaa growth at that time. Seven years post implant the pt noted that his endograft was twisted and the aaa had increased in size. Add'l info was obtained from the pt's physician. Under imaging, the aaa size was noted to be over 6 cm. No endoleak or extravasation was observed running through a previous repair of the graft. A right distal limb integrity issue was suspected and an arteriogram is planned to assess the need for intervention. To date, no adverse pt effects were reported.

Manufacturer narrative:
This endograft remains implanted. No add'l info is available at this time. If add'l info becomes available this event will be updated.